Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Customer sent water sampes to independent lab to find out what they would culture. Customer did not communicate further for an investigation.

Event description:
Customer reports bacterial contamination.